Manufacturer narrative:
H10. H3, h6: the devices reported and used in treatment, were not returned for evaluation. The relationship between the products and reported incident cannot be established. Complaint history review for the last 3 years and failures related to ¿pain¿ issue found similar complaints. DHR/ batch record review is not possible as the device lot number is not available at this time. Clinical evaluation was completed and concluded that without the relevant clinical information, a thorough medical investigation cannot be rendered. Should any additional medical information be provided this complaint will be re-assessed. Without the reported products a fully visual and functional evaluation cannot be performed and customer¿s complaint cannot be confirmed. An exact root cause cannot be determined without evaluation of the device; however, factors unrelated to the manufacture or design of the device that could have contributed to the reported event include: (1) potential complications accompanying such implant surgery. Risk management documents were reviewed finding no additional risks that require to be added to the reference document. Review of the product instructions for use found adequate warnings and precautions to prevent damage to the device during use. No containment or corrective actions are recommended at this time. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution. The report numbers of the three mentioned devices, including this, are: 3006524618-2019-00589, 3006524618-2019-00587 and 3006524618-2019-00588.

Event description:
It was reported that after an arthroscopic right hip acetabular labral repair with a q-fix on (B)(6) 2016, the patient had pain in the right hip joint. The patient was treated with physical and medication therapy. There was no improvement in pain experienced by the patient after surgery, so a revision surgery was performed approximately a year later. The outcome of the patient was resolved. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.